Event description:
Related manufacturer reference number: 2017865-2020-06897, related manufacturer reference number: 2017865-2020-07365. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing and lead noise oversensing. It was suspected that the lead noise oversensing was due to a lead integrity issue. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
Correction: b5 and h6 - 1069 - break

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06897 . It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing and lead noise oversensing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.